Manufacturer narrative:
One opened and used reservoir was evaluated and the transfer guard needle was found occluded. The reservoir failed per inspection. The reservoir, snap cap and septum were inspected for anomalies and none were found. An occlusion test was run the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm but it was resolved by changing the reservoir. The customer's blood glucose was 119 mg/dl at the time of incident. The reservoir will be replaced and will be returned for analysis.